Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. Customer states that the needle stuck him deeply in the finger. No medical attention needed. No adverse event reported. Requested return of suspect device and replacement was sent.